Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair was completed by a non-medtronic service provider. The single board computer printed circuit board was replaced and the ventilator worked properly.

Event description:
It was reported that during maintenance the ht70 ventilator display froze at the six picture screen. There was no patient involvement.

Event description:
Failure investigation performed by joshua elkins on (B)(6) 2017: one sbc board (p/n: pcb3207a, s/n: (B)(4)) for the newport ht70 ventilator was received in fi. The reported symptom was verified. The sbc board was placed in a known-good fi test unit. After powering the test unit on, the device froze on the six-image screen. It should be noted that the unit displayed half of the six-image screen and half of the ht70 start-up screen, as shown in the attached image. Software was released in response to this issue. Additional failure investigation is not required. Since this was a MDR investigation, the sbc board was retained for further analysis if deemed necessary.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance the ht70 ventilator display froze at the six picture screen. There was no patient involvement. The single board computer (sbc) printed circuit board (pcb) was replaced and the ventilator worked properly. One single board computer (sbc) printed circuit board was returned for the newport ht70 ventilator was received in failure investigation (fi) laboratory. The reported symptom was verified and the root cause of the reported condition was software.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.